Event description:
Pt removed own hep loc at 0430 2/16. Pt refused warm compresses although site was warm, red and edematous from knuckle to after wrist. A 20g 1 1/4 was inserted on 2/13 at 1630 in l wrist in tc. Pt removed catheter on 2/16 at 0430. Site was examined on 2/15 1500 and found to be reddened but without pain. On 2/17 treatment with IV antibiotic and warm compresses. Received IV with kcl 20 meq @ 100 cc/hr. Flushed lock with 0.9% saline every 8 hr. On 2/17 treatment with ancef 1 gm every 8 hr for cellulitis. Expiration date 10/2000.